Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing separated at the clamp site while in with the patient. There was no report of patient harm.

Event description:
The customer reported that the IV tubing separated and leaked at the clamp site while in use on a patient.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked at the safety clamp was confirmed. Visual inspection showed that the tubing was completely separated from the lower fitment. Functional testing was not performed because of the separation. Fluid was observed to be leaking from the separation. Visual inspection under magnification showed that both sides of the tubing had no solvent applied at the engagement. Dimensional analysis was performed and the tubing measured within specification. The root cause of the separation was a manufacturing issue of no solvent having been applied at the junction of the tubing.